Event description:
It was reported that a malfunction alarm occurred. There was noted adverse impact to the customer's blood glucose level. Technical support provided assistance by offering pump reset information and aiding the customer in resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any malfunction codes reappear. The customer acknowledged and understood these instructions.